Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 9 fr for the left groin. Other: endologics graft, heparin. (B)(6). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of the left common femoral artery (lcfa) after an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the beginning of the procedure, a 9fr sheath was used on the left side, only one proglide was used in a pre-close technique, the sutures were set aside; the aaa procedure was performed uneventfully. During closure of the left groin and during knot advancement towards the arteriotomy the physician was holding the blue rail to continue knot advancement when the suture snapped. Protamine was administered and manual compression was held for approximately 10 minutes to achieve hemostasis. The lcfa had some scarring; the patient had been anticoagulated with heparin for this procedure. No additional information was provided.